Event description:
While the device was at the philips customer repair center (crc) for a different issue, the bench technician found that the device would not charge to full capacity at any energy setting during performance verification testing.

Manufacturer narrative:
(B)(4).